Event description:
While monitoring a pt, it was reported that the device locked up when the user randomly hit buttons and power cycled the device to troubleshoot nibp problems. The reported issue had no adverse effects on the pt.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it always powered on in set up mode and was unresponsive. Physio determined the cause of failure to be an ic chip, designator u5, from the interface pcb assembly. A replacement device was provided to the customer.